Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 500mcg/ml gablofen at 207mcg/day via an implantable infusion pump for spasticity. It was reported that during a catheter check the healthcare professional was unable to aspirate the catheter. No symptoms were reported. The issue was not resolved at the time of the report, and the patient's status was noted as "alive-no injury." No further complications were anticipated/reported.